Event description:
The customer called technical support (ts) reporting that the device's screen is unusable, and cable is broken. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched on site and confirmed the reported problem. The cable was damaged while a previous fse was servicing the front bezel. The previous fse damaged the connector of the lcd cable, where it plugs into the power management pcba during the reassembly of the front bezel. To resolve the reported issue, the fse replaced the rp-cable and lcd. The device passed the required performance verification tests per philips standards.